Event description:
It was reported that the patient had a cerebrospinal fluid (csf) leak in 2010. When the catheter was tunneled during the catheter implant the patient had to be cut open in 2 spots to get the catheter to tunnel all the way through. The patient stated ¿they did what they had to do to get it taken care of.¿ patient outcome was not provided. The device system was used to deliver dilaudid.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).